Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that pvi leaked in the tray prior to use.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found that gel leakage came from a tear on the pvi sachet. Based on evaluation, the exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard® i.c. Foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves."

Event description:
It was reported that pvi leaked in the tray prior to use.